Manufacturer narrative:
The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
On (B)(6) 2021, the field service engineer (fse) replaced the reagent probe and readjusted all the probes. He readjusted the outer probe wash flow rate and he checked the gear pump. The pressure was noted to be unstable. On (B)(6) 2021, the fse replaced the valves. The gear pump head and pressure gauge were adjusted. Pressure and precision tests were performed with acceptable results. Calibration and qc were performed with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for two patients tested on a cobas 8000 c702 module. Patient sample #1 had an initial result of 0.96 mmol/l with a repeat of 1.48 mmol/l. Patient sample #2 had an initial result of 0.93 mmol/l with a repeat of 2.06 mmol/l. It was not known if the questionable results were reported outside of the laboratory. The reagent lot number is 574910. The expiration date was requested but not provided.